Event description:
It was reported the mcl20 was used during a not reported procedure. It was reported by the affiliate, cut when closed. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48553. Ees #.980248/lacey. D5; h2,3,4,6; g4: added addition info. D6: corrected field to read na. D6: device returned with no lot identification. H6; the applier was received with excessive dried body fluids in the cartridge assembly and with the feed bar adhered to the applier floor. The feedbar was extricated and the applier was cycled, fed, and formed the remaining 12 clips within design specification and without incident. Ligaclip multiple clip applier: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident in which the applier "cut when closed" during surgery. The applier was received with excessive dried body fluids in the cartridge assembly and with the feedbar adhered to the applier floor. The feedbar was extricated and the applier was cycled, fed, and formed the remaining 12 clips within design specification and without incident. It was concluded that the excessive dried body fluids had adhered the feedbar to the applier floor. The applier was received with a cut in half packaging tyvek, with the packaging lot number of k46424 on it. A batch and packaging lot review was conducted and the lot number of k46424 was found to have been packaged on 2/10/1997. The applier was not mfg until july of 1997.